Manufacturer narrative:
A used flexor sheath assembly was returned to the manufacturer for evaluation. During the evaluation no visual damage to the captor valve was observed. Viraclean solution was injected into the captor valve through the stopcock on the hemostatic valve and no leak was observed. As the complete delivery system was not available for assessment, the reported difficulty could not be replicated or functionally tested. Additional information was received from the customer. It was reported that the sheath was leaking. The device history record for work order for ac1175447 was reviewed and appears complete and the quality control inspection was verified to ensure that the device passed inspection. A temporary deviation was in place at the time of manufacture to introduce new equipment. Devices were held in quarantine until process validation was completed and the results confirmed to be acceptable. The temporary deviation did not have an impact on the complaint. Two pre-evaluative non-conformances raised that resulted in the device being reworked. The device passed quality control inspection. The nature of the non-conformances did not have an impact on the complaint. Upon reviewing the photos taken of the complaint device during manufacture it appears the 'charts approved' form signed by the physician. A review of the manufacturing records and specifications did not reveal any discrepancies that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. There are processes in place where any damage to the captor valve would have been identified prior to shipping including during stent loading: sheath inspection prior to loading where the captor valve is visually inspected under a magnifying lamp. After loading is completed, the captor valve is inspected. Review of the instructions for use (IFU) supplied with the device states: 10.2 inspection prior to use inspect the device and packaging to verify that no damage has occurred as a result of shipping. Do not use this device if damage has occurred or if the sterilization barrier has been damaged or broken. If damage has occurred, do not use the product and return to your cook representative or your nearest cook office. 11.4 fenestrated system 11.4.1 proximal body graft preparation/flush 1. Remove black-hubbed shipping stylet (from the inner cannula), cannula protector tube (from the inner cannula) and dilator tip protector (from the dilator tip). Remove peel-away® sheath from back of the captor hemostatic valve. Elevate distal tip of system and flush through the stopcock on the hemostatic valve until fluid emerges from the flushing groove. Continue to inject a full 20 cc of flushing solution through the device. Discontinue injection and close stopcock on connecting tube. There is no evidence to suggest that the user did not follow the instructions for use. A definitive cause could not be determined from the investigation. No damage to the returned flexor sheath was observed.

Event description:
It was reported that there was a crack in the captor valve which was not visible. It is unknown if it happened during the surgery or if it was already cracked before surgery. It was reported that blood was leaking through the cracked captor valve. It was reported that the patient outcome was positive.

Event description:
It was reported that there was a crack in the captor valve which was not visible. It is unknown if it happened during the surgery or if it was already cracked before surgery. It was reported that blood was leaking through the cracked captor valve. It was reported that the patient outcome was positive.